Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d3/g1 (email). Investigation ¿ evaluation. It was reported the cook silicone balloon hysterosalpingography injection catheter's sterilized package contained a hair. The hair was found when the distributor received the device. Device did not make patient contact. Reviews of the complaint history, device history record (DHR), device master record (dmr), and instructions for use (IFU), were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One device was returned for investigation in opened packaging. During visual examination, a small hairlike fiber was found in the packaging. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (dhrs) for the reported complaint device lot and the related subassembly lots revealed no related non-conformance reported for the lots. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.". Based on the information provided, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint was a quality control deficiency. The employee who was responsible for the manufacture of an out of specification device no longer works for cook, so defect awareness training could not be issued to them. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name: (B)(6). E3: customer occupation = purchasing. G4 ¿ PMA/510(k) #: k180291 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the cook silicone balloon hysterosalpingography injection catheter's sterilized package contained a hair. The hair was found when the distributor received the device. Device did not make patient contact.